Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) had completely depleted in between follow-up appointments, premature battery depletion was suspected. A revision procedure is being planned, and the crt-d remains in service at this time. No adverse patient effects were reported. Additional information indicated surgical intervention was later performed and the crt-d was explanted and returned back to boston scientific for analysis. This event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) had completely depleted in between follow-up appointments, premature battery depletion was suspected. A revision procedure is being planned, and the crt-d remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies, outside of a dirty left ventricular port. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) had completely depleted in between follow-up appointments, premature battery depletion was suspected. A revision procedure is being planned, and the crt-d remains in service at this time. No adverse patient effects were reported. Additional information indicated surgical intervention was later performed and the crt-d was explanted and returned back to boston scientific for analysis. This event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) had completely depleted in between follow-up appointments, premature battery depletion was suspected. A revision procedure is being planned, and the crt-d remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report is being submitted to update the implant date.